Manufacturer narrative:
IV sets from the same lot number was tested on 01/14/2015. The user reported issue was not duplicated. The IV sets tested performed within specifications. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00022_(B)(4)) on 09/02/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The customer complained about tubing leakage on (B)(6) 2014. He struggled to explain the problem, but it sounded like he was talking about "the tubing leaking chemo from the end of the tubing even if they are fully engaged the roller clamp and the slide clamp". Our complaint team followed up with the customer on (B)(6) 2014, and the conversation revealed that "there was no leaking but fluid was collecting in the cap on the luer lock". The actual failed IV set was not captured by the customer. The customer returned some unopened IV set from the lots he believed had the issues. No patient injury or harm was involved in this case.